Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleve stuck in the up position in the reported problem area of the pipetter assembly. The fse cleaned the sleve and tip clamp. The instrument was inspected, tested without further problem, and returned to service.